Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery test alarm. The customer¿s blood glucose level was 210 mg/dl at the time of the incident. The customer reported that the neither compartment nor spring was damaged or corroded. It also reported that the customer declined troubleshoot for no delivery alarm. The insulin pump will be returned for analysis

Manufacturer narrative:
Pump monitored for several days. Unit received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery/occlusion alarm noted. No unexpected failed battery alarm anomalies noted.